Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401. Patient problem code: f26.

Event description:
Injury (patient / other): no device possibly involved in injury: no origin: patient complaint: valve leaking product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter additionally affected article no: 50-7050/v001 - pleurx¿ pleural catheter additional information: description of issue (what / why): valve leaking how often defect occurred: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes leakage: yes successful drainage: yes impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: (B)(4) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: home replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: fault location: valve. Type of fault: leaking.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: valve leaking. Additional information: description of issue (what / why): valve leaking. How often defect occurred: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: fault location: valve. Type of fault: leaking. Was there any damage noticed on catheter valve? Yes leaking. Was the valve cracked or broken? Not known. How long has the catheter been in place : (B)(6) 2023. What was the impact to the patient? - no indication for that / not applicable. Could you please provide the lot number of the defective product? Not known. Is there a photo or sample available showing the reported issue: no photos we would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: yes, sample available unused (before use). Used (during or after use) : used. Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. Not known. No sample available (contamination status unknown).